Manufacturer narrative:
As reported, the patient with a complex medical history including having a colocutaneous fistula prior to mesh placement developed a fistula post-implant of the phasix st mesh. The fistula was assessed by the surgeon to be likely related to the patient's comorbidities and not the phasix st mesh. Based on the information provided, the degree to which the phasix st mesh may have caused or contributed to the development of the fistula cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Fistula formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use (IFU), supplied with the device, as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient was implanted with a phasix st mesh which resulted in a post-operative fistula: the patient is a (B)(6) year old male who presented with a colocutaneous fistula and large abdominal hernia with loss of domain (more of the viscera are outside of the abdominal cavity than inside), requested for reversal of the fistula and repair of the hernia. The patient was advised that the surgeon would perform reversal of the fistula but would not repair the hernia, given the patient's age and clinical condition. The patient underwent repair of the colocutaneous fistula, covered with the phasix st mesh to facilitate closure and a wound vacuum-assisted closure (vac) was used on top of the abdominal incision. Postoperatively, the patient developed pneumonia and was readmitted to the hospital and treated with antibiotics. The patient then developed clostridium difficile infection. Due to these complications, the patient had a poor appetite and was not thriving which resulted in poor wound healing. 2 months after placement of the phasix st mesh and wound vac, the patient developed an enterocutaneous fistula underneath the phasix st mesh; fluid was drained from the site. The phasix st mesh had shown about 10-15% reabsorption as it had not been in the patient very long. As reported, the surgeon is experienced in this technique and has performed this type of procedure with good outcome and attributes the reported enterocutaneous fistula and poor wound healing to be most likely associated with the patient comorbidities; not necessarily a fault of the device used on the patient.